Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after firing at the end-to-end anastomosis, the surgeon attempted to remove the device but was having trouble. The user attempted to make a slight move forward and then pull out, but it remained stuck. Another surgeon attempted to remove the device by twisting the extendable trocar further without instruction. The device came out, but the anvil detached. The anvil was removed from the patient's rectum transanally. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.